Manufacturer narrative:
Facility staff attributed clotting of the pt's blood to recent cannulation issues. There is no evidence of a device malfunction. No similar problems were reported on subsequent treatments. The pt was re-started on epogen. No other med intervention was required. Nxstage med considers this report closed. No add'l info will be provided.

Event description:
A venous air alarm occurred during a routine hemodialysis treatment. Clotting was noted in the pt's venous line. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's hgb level decreased from 13.6 g/dl on (B)(6) 2011 to 10.9 g/dl on (B)(6) 2011. The pt was re-started on 6,000 units of epogen weekly. No other med intervention was required.